Event description:
A fail code 812:02, which did not occur during pt use or biomed testing. Additional contact info was requested but no additional contact ws identified. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.